Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump was set to minimum rate and the patient was taking oral medication. A pump replacement surgery would be scheduled. No contributing factors to the event were identified. It was indicated the exact implant date was not known, but the physician estimated it was almost 7 years prior.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (10 mg/ml at 0.6 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient started complaining their pump was alarming on (B)(6) 2020. The logs showed multiple motor stalls and recoveries. The representative was unsure if the patient had magnetic exposure. There were no reported patient symptoms. Further complications were not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign manufacturer representative. It was reported that pump replacement was not scheduled yet due to the covid-19 situation; oral medication was being used in the meantime. The pump would not be returned for analysis as ¿it had already been implanted for seven years and the elective replacement indicator (eri) state was expected¿.